Manufacturer narrative:
On-site investigation was not performed by our field service engineer. According to received information the air gas module was found defective. Repair was performed by third party service. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. Our conclusion is that the air gas module was the cause of the failure.

Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).